Manufacturer narrative:
Insulin pump received with no button response at down arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm time clock anomaly and unable to perform any tests due to button unresponsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 108 mg/dl at the time of incident. Customer stated that the insulin pump down button was unresponsive after possible exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing and the time was an hour ahead. No time/clock anomaly was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.